Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. No product or photos were returned therefore no device analysis could be completed. Due to the fact that a cuff leak was observed after placement it is the most probable that the reported failure occurred during tracheostomy procedure due to contact with sharp edge which is in conflict with instruction for use (IFU). A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that on (B)(6) 2023 the otolaryngologist performed a tracheotomy on the patient and had found that the tracheotomy tube air bag was leaking and was then replaced with another set. Adverse patient effects are unknown.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.